Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative suspected that the computer caused the reported event. Replacement of the system computer resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it functioned as expected and passed all tests preformed. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when booting the navigation system; it would not boot past the medtronic back-splash logo. This was noticed on both the staff cart monitor and the surgeon monitor. There was no patient present when this issue was identified.